Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported that the ventilator's touchscreen would not wok. Reportedly, the top half of the touchscreen would not calibrate. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the touchscreen.

Manufacturer narrative:
G4:18dec2020. B4:21dec2020. The customer reported that replacing the touchscreen addressed the reported issue. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.